Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to return. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced in describe event or problem, is filed under a separate medwatch manufacturer report reference number.

Event description:
User facility medwatch: event description: during the closure process of a transcatheter aortic valve replacement, the surgeon began the process of closing the right groin with the perclose device. The first closure device failed to capture and was abandoned. A second device was employed and captures the suture. While at tempting to cinch the suture, the de vice was not performing properly. Upon examination, a small portion of the device was found to be severed from the main device and remained within the lumen of the femoral artery, tethered to the remaining suture. The surgeon immediately secured the suture and placed an introducer sheath in the artery to keep it from bleeding. Once this situation was secure and all bleeding controlled, a cut-down on the right groin to retrieve the severed device, remove the introducer sheath and secure any bleeding was performed. All of which was remedied in 20 minutes time without further incident. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is being retained by the hospital and is not available for evaluation. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4) - (B)(4).

Event description:
Subsequent to the initial medwatch report the following additional information was received. Amended user facility medwatch event description: the patient underwent a transcatheter aortic valve replacement (tavr) procedure where the left common femoral artery and the right common femoral artery were accessed. There was successful closure of the left common femoral artery with 2 proglide perclose sutures. One closure device failed in the right common femoral artery. Surgical repair of the right common femoral artery was completed. Surgical repair of the right common femoral artery 6-fr arteriotomy site, due to failed proglide perclose suture (foot process of the proglide unable to be removed from the arteriotomy site percutaneously). No additional information was provided.